Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via review of fluoroscopy. All measurements were stable and in range. No noise was seen on the egms. The physician elected to monitor the system.